Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump get motor error as well as diminished battery life and crack on the to and right side of the screen. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and self test. Device received with motor error alarm during the basic occlusion test due to loose/flush drive support disk. Unable to perform the a21 error test, prime/a33 test, excessive no delivery test and occlusion test due to motor error alarm. Device received with normal operating current. Device passed off no power test. No unexpected low battery alarm anomalies noted. Device received with cracked reservoir tube lip, broken battery tube threads, cracked case from display window corner and cracked case. The test infusion set and reservoir does lock into place. (B)(4).